Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the g7 wearable with serial number (B)(6) . However, data for the g7 wearable with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.